Event description:
Customer reported a rh discrepancy whn testing a patient sample on galileo. The patient is a known rh negative patient but the results were a positive.

Manufacturer narrative:
Instrument images were reviewed. It appears that not enough antiserum was added to the wells. This may be due to foam in the reagent vials or air in the lines during pipetting. The operator's manual cautions the operator to check the reagent vials for the presence of bubbles and foam.